Event description:
It was reported that a head revision surgery was performed to remove an acetabular metal liner, acetabular cup and modular femoral head.

Event description:
Revision surgery was performed due to metallosis.